Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, and misshapen lips are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, swelling, and misshapen lips as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Poor efficiency or poor filling/restoration effect."

Event description:
Patient reported after injection to the "top lip" with unspecified juvederm the area is now "painful, swollen and miss shapen." No information on medical or surgical intervention was provided. Symptoms are ongoing.